Event description:
A report was received that the pt fell multiple times and had a skin infection. The infection location was unknown. The pt's precision system was explanted because physician was unsure if the fall was related to the medication provided or the skin infection. The pt was provided with antibiotics.